Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was inserted along with a pigtail catheter, and it was found that neither could be flushed effectively due to thrombosis. The was and pigtail catheter were removed, and a new was used to complete the procedure. No patient complications were reported. It was further reported that a versacross connect (vcc) transseptal dilator was used within the was to perform transseptal puncture (tsp) yet was out of the body once the thrombosis was discovered. Heparin was administered at tsp and the first activated clotting time (act) result was therapeutic. The mobile thrombus was visualized using intracardiac echocardiogram (ice) imaging and it was located on the was.

Manufacturer narrative:
B5: information added.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was inserted along with a pigtail catheter, and it was found that neither could be flushed effectively due to thrombosis. The was and pigtail catheter were removed, and a new was used to complete the procedure. No patient complications were reported.